Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during av node ablation on a dual chamber device (prior to upgrade to bi v ICD) the device experienced oversensing of the rf ablation/emi. There were few seconds of heart block/no rv pacing due to the emi. The sensitivity was decreased and resolved the issue. The av node ablation was completed and the device was upgrade to the bi v. The patient was stable and good before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.